Manufacturer narrative:
The serious injury and required intervention boxes should have been ticked on the original 3500a submission. Additionally, the final conclusion statement should have been included in the original 3500a submission: this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioflex meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient reported that the meter started to read inaccurately at 10pm on (B)(6) 2016 when she obtained an alleged inaccurate result of ¿150 mg/dl¿. The patient was unable to say if she considered the result too high or too low. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that after obtaining the alleged inaccurate result, she injected 5 units of insuman rapid insulin and 22 units of basal insulin at 10:05pm on (B)(6) 2016. She reported that after about an hour, at 11pm on (B)(6) 2016, she developed symptoms of ¿shaking, sweating and feeling dizzy¿ which she self-treated by eating ¿3 mandarins, some jam, glucose tablets, 2 bananas and a handful of raisins¿. She reported that at 11:30pm, she obtained a reading of 75 mg/dl, started to feel better and went to sleep. She indicated that at 9am on (B)(6) 2016, she obtained a blood glucose result of 155 mg/dl on the subject meter. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips were within date and had been stored correctly. The csr walked the patient through a control solution test and the result of 121 mg/dl fell within the expected range of 102-138 mg/dl. The patient¿s products were requested back for investigation and replacement products were sent to the patient.